Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? If yes, please describe. The surgery delayed for about 5 minutes. How long was the delay? Please specify in minutes. About 5 minutes. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a continuous epidural anesthesia l2-3 performed vaginal total hysterectomy+anterior and posterior vaginal wall repair+paravaginal repair surgery on (B)(6) 2024 and suture was used. While suturing the wound with suture during surgery, the suture broke during the first stitch. Immediately changed another one to complete the surgery. But the broken suture caused the patient's operation time to increase slightly. There were no patient consequences reported. Additional information was requested.